Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the shock lead impedance peaked around 150 to 152 ohms at one point. A commanded 41 j shock was performed, and the shock impedance was 87 ohms. The decision was made to increase the out of range shock impedance trigger rate to 150 ohms. It was noted the commanded testing values were between 125-130 ohms post-testing. The physician decided to continue monitoring this patient and will repeat a commanded shock test once per year. This rv lead remains in service and there were no additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system detected high out of range right ventricular (rv) shock impedances. The first few years, the shock impedance was around 80 ohms. The shock impedance then started to gradually increase, and was now around 130 ohms. It was also noted the rv pacing threshold increased from 1 v (at implant) to 2.1 v. The rv pacing impedance was normal. There was a slight increase in the rv pacing impedance from the 300 ohms range to the 400 ohms range. Technical services discussed possible causes for the clinical observations and provided troubleshooting options. No further actions have been taken at this time. This rv lead remains in service and there were no adverse patient effects reported.